Manufacturer narrative:
Additional information: b2, b5, b6, b7, d10, e1, e3. B5: upon follow up, it was reported that the cause of peritonitis was unknown. The same day as the event onset date, the patient was hospitalized and treated with amikacin injection (250mg, intraperitoneal, twice daily, for 15 days), heparin injection (B)(4) units, intraperitoneal, for 15 days) and ceftazidime injection (1gm, intraperitoneal, for 15 days). Five days after hospital admission, the patient was discharged. On an unknown date, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and abdominal pain. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an amikacin injection (250mg, intraperitoneal), fortum injection (1gm, intraperitoneal) and heparin injection (1000 units) and followed the same on an unknown date. Patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.